Event description:
As reported, during a laparostomy procedure on (B)(6) 2025, the sorbafix enhanced device fastener was found to have disintegrated (broke) and could not be removed manually. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fastener was found to have disintegrated (broke). Evaluation of the sample finds that the device is jammed, and the remaining fasteners were found to be bound to the mandrel. The deformation of the input clutch gear is due to applied forces while attempting to deploy the bound fasteners. Based on the sample evaluation the most probable cause for the reported broken fastener presenting in use is the result of forces applied while attempting to deploy a temperature exposed device resulting in the bound fasteners breaking upon deployment. The device likely was temperature exposed prior to use. Exactly when in transport or storage the device became exposed cannot be determined. No manufacturing anomalies were found. Review of the manufacturing records was performed and found the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.